Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The user provided photos of the event and we can confirm the cannula that helps form the duck bill snare shape is detached from the catheter of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to use the instructions direct the user to "fully retract and extend the snare to confirm smooth operation of the device." Kinks/damage to the product can occur if the product experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the product. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The user provided photos of the event and we can confirm the cannula that helps form the duck bill snare shape is detached from the catheter of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to use the instructions direct the user to "fully retract and extend the snare to confirm smooth operation of the device." Kinks/damage to the product can occur if the product experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the product. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook acusnare polypectomy device- duck bill. As reported to customer relations: "they were performing a polypectomy in the colon. When they took the snare out, a little silver ring blew off and the snare collapsed immediately. They did not retrieve the ring because it was not imbedded. The physician thought that the ring would pass naturally."